Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, there were malformed staples. The surgery was finished by hand sewing. No patient consequences were reported.